Event description:
It was reported that during priming of the device error 275 (syringe water fill error) was displayed. Device was disconnected, reconnected and priming was tried multiples times and finally the device worked. However, the procedure was not completed, and another procedure was rescheduled. There were no patient complications reported.

Event description:
It was reported that during priming of the device error 275 (syringe water fill error) was displayed. Device was disconnected, reconnected and priming was tried multiples times and finally the device worked. However, the procedure was not completed, and another procedure was rescheduled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient whose was under general anesthesia.